Manufacturer narrative:
Block h2: (additional information). Block b5 (describe event or problem) and block h6 (device codes) has been updated based on information received on january 13, 2026. Block h6: imdrf device code a040601 captures the reportable event of cutting wire anchor dislodged or dislocated.

Event description:
It was reported to boston scientific corporation that a truetome 44 was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure to treat common bile duct stone performed on (B)(6) 2025. During the preparation outside the patient, the cutting wire was fractured, and it could not be used. The procedure was completed with another of the same device. No further information has been obtained despite good faith efforts. The reported event may suggest that the cutting wire broke. There were no patient complications reported as a result of this event and patient's condition at the conclusion of the procedure was reported to be stable. ***additional information received january 13, 2026*** the cutting wire was intact, but the wire anchor dislodged from the catheter.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of cutting wire broken.

Event description:
It was reported to boston scientific corporation that a truetome 44 was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure to treat common bile duct stone performed on (B)(6) 2025. During the preparation outside the patient, the cutting wire was fractured, and it could not be used. The procedure was completed with another of the same device. No further information has been obtained despite good faith efforts. The reported event may suggest that the cutting wire broke. There were no patient complications reported as a result of this event and patient's condition at the conclusion of the procedure was reported to be stable.